Event description:
Customer reported having high blood glucose despite eating the right foods. She also reported that her sensors were giving inaccurate readings. The customer stated that it will alert her that she was having low blood glucose when she was having high blood glucose. The customer also stated the insulin pump would stop delivering insulin because of the inaccurate readings of her blood glucose. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).